Event description:
The following information was reported to kci by the patient: the patient alleged she "ended up with the same previous results, another infection, and with that result I look to a future with my foot removed up to mid-calf." No additional information is available.

Manufacturer narrative:
It is unknown when the event occurred as this information has not been provided. V.a.c. Therapy was applied on (B)(6) 2014. On (B)(4) 2014, kci reviewed the patient's medical records which provided the patient's past medical history with no additional information regarding this event. Based on information provided, it cannot be determined that the alleged infection is related to v.a.c. Therapy. It is unknown if and when an amputation was performed nor if v.a.c. Therapy caused or contributed to an amputation. Multiple unsuccessful attempts have been made to obtain additional clinical information regarding this event.